Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial number or sample was provided by the customer. No root cause could be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 01/07/2011, 01/10/2011, and 01/11/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, glistenings were noted in the iol. The pt was reported to be experiencing halos and glare. Additional information has been requested.